Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult or delayed positioning (leaflet grasping) and the reported difficult or delayed positioning (leaflet capture) appears to be due to procedural circumstances of the clip interacting with patient pathology/morphology. The cause of the reported incomplete coaptation (intraprocedure) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional clip to stabilize. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was presented with p2 prolapse and flail. After several unsuccessful grasping attempts, controlled gripper actuation was applied with success, and after a final leaflet insertion optimization of the posterior leaflet, the clip was deployed following instructions for use. However, within a minute after deployment, the clip detached from the posterior leaflet. A single leaflet device attachment (slda) was observed on the anterior leaflet. Two xtw clips were implanted, one to stabilize the first clip and the second to reduce residual mr. Mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects.